Event description:
A surgeon reported that a patient who underwent lasik surgery was undercorrected. The patient had a lasik enhancement and the post-op result is excellent.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).